Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is: "rupture".

Event description:
Patient reported left side rupture confirmed via MRI. Physician confirmed rupture event. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening striated on radius side assessed as surgical damage. And missing piece of shell assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture confirmed via MRI. Physician confirmed rupture event. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.